Manufacturer narrative:
(B)(4).

Event description:
It was reported by clinician reported that during a routine follow up, the pulse generator exhibited backup vvi mode. After a device download the device resumed normal function. The patient experienced no symptoms.